Event description:
It was reported that the device was giving off metal shavings.

Manufacturer narrative:
Final investigation showed that the device functioned properly. The device showed damage from contacting another object on the distal tip of the outer sheath.